Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from customer will be included in a followup up report. (B)(4). Per service record, third party service technician was able to confirm battery not able to hold charge. Upon testing battery only lasted 20 minutes. Internal battery was replaced. The device has not been received by carefusion.

Event description:
Customer stated that model lap top ventilator 950 internal battery is not holding a charge. Upon further investigation, the customer stated that there was patient involvement but that no harm or injury occurred.